Event description:
It was reported via journal article that patient complications occurred. This case report examined urinothorax post cryoablation of renal cell carcinoma. Patient underwent percutaneous image-guided renal cryoablation under general anesthesia. Three icerod and two icesphere cryoprobes were selected for use in the right upper pole renal cell carcinoma (rcc) and four icesphere cryoprobes were used in the lower pole rcc. Two complete freezing and thawing cycles were performed. Two days post procedure, patient developed shortness of breath due to an acute chest infection and was treated with oral augmentin. Patient later developed respiratory failure and further deterioration of renal function. A computed tomography scan showed a right perinephric hematoma, right sided pleural effusion, and post-ablation changes. Patient required continuous veno-venous haemodialysis for acute kidney injury and a chest drain for the pleural effusion. Following consultation, the patient was subsequently diagnosed with a urinothorax due to a pleural fistula. Patient was treated with a thoracentesis and ureteric stent and discharged home a few days later.

Manufacturer narrative:
Ng, helen, et al. Urinothorax following percutaneous image-guided renal cryoablation. Radiology case reports, vol. 15, no. 11, 9 sept. 2020, pp. 2348-2352., doi:10.1016/j.radcr.2020.09.013. B3: true event date is unknown; date is estimated to the article acceptance date.

Manufacturer narrative:
Ng, helen, et al. Urinothorax following percutaneous image-guided renal cryoablation. Radiology case reports, vol. 15, no. 11, 9 sept. 2020, pp. 2348-2352., doi:10.1016/j.radcr.2020.09.013. True event date is unknown; date is estimated to the article acceptance date. At this time there is no further information available to report. If further relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported via journal article that patient complications occurred. This case report examined urinothorax post cryoablation of renal cell carcinoma. Patient underwent percutaneous image-guided renal cryoablation under general anesthesia. Three icerod and two icesphere cryoprobes were selected for use in the right upper pole renal cell carcinoma (rcc) and four icesphere cryoprobes were used in the lower pole rcc. Two complete freezing and thawing cycles were performed. Two days post procedure, patient developed shortness of breath due to an acute chest infection and was treated with oral augmentin. Patient later developed respiratory failure and further deterioration of renal function. A computed tomography scan showed a right perinephric hematoma, right sided pleural effusion, and post-ablation changes. Patient required continuous veno-venous haemodialysis for acute kidney injury and a chest drain for the pleural effusion. Following consultation, the patient was subsequently diagnosed with a urinothorax due to a pleural fistula. Patient was treated with a thoracentesis and ureteric stent and discharged home a few days later.